Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "this patient was participating in stryker's restoration adm x3 study. As per the adverse event form, the "patient reports pain in outer aspect of hip. Physician notes trochanteric tenderness and no neurovascular deficit." The hip was aspirated and there was found to be a right hip infection. As per the operative notes, the patient was revised due to a "failed hip replacement secondary to impingement and severe metallosis."